Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the poly tips of the impactor was worn out. On (B)(6) 2017 - evaluation of the returned tips found two lots with pieces of material missing. Lots 5236860 & 5091011.

Manufacturer narrative:
Previous medwatches is linked to com-(B)(4) product complaint # ==> pc-(B)(4) investigation summary ==> examination of the returned device confirms the complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.